Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 12/11/2014 and did not confirm the reported event of inaccurate bg values because it was not the correct date range.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient's father did not report any injury or medical intervention.